Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d2a, d4, d8, d9, h2, h3, h4, h6, h10, h11. Corrected fields- b5, g4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device did not work and displayed images with green or pink stripes. There were no reports of patient involvement.

Event description:
It was reported the subject device still did not work and displayed images with green or pink stripes. The subject device was not able to be used. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.